Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 2-21-97 in site #31 (class I bone) during a routine procedure. The clinician reports that at the time of the surgery, the bone at the apex of the implant felt hard and dense - possibly due to lack of vascularity at the apex. The clinician also indicated that an infection started and that the lack of blood flow to the site allowed the infection to enlarge. The clinician then placed the patient on an antibiotic regime (the patient did not start the antibiotics at the recommended time). The implant was removed on 3-19-97.